Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: a ruptured anterior communicating artery aneurysm with an average width of 8.9mm, a neck opening width of 6.25mm, and a height of 6.87mm. The minimum surgical stock size was only 9-7. After releasing the web, multiple adjustments were made to detach it, but the detachment area was fractured and unable to detach the web. After evaluation, removed the web. Due to the lack of other suitable models, coil embolization was used and the procedure was completed. The patient was reported to be fine.

Event description:
No new information was received.

Manufacturer narrative:
Items returned for evaluation: -pusher -implant -microcatheter -controller. Items not returned for evaluation: -n/a. The device was returned within the microcatheter. The web implant was found to be attached to the pusher when observed under x-ray. Further inspection found that the pusher was broken at the hypotube-to-connector junction, which is consistent with the condition observed in the customer provided images. No continuity and resistance testing could be performed to further assess the alleged detachment issue due to the broken pusher. The investigation of the returned web system found the pusher broken at the hypotube-to-connector junction, which is consistent with the condition observed in the customer provided image and as described in the reported event. However, due to the broken pusher, the investigation could not test the continuity and resistance of the device's electrical circuit to further assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's tensile strength.